Manufacturer narrative:
Investigation ¿ evaluation a review of the documentation, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that two tiger 2 self-advancing naso jejunal feeding tubes "did not work." Customer noted that the tubes were occluded. The event was observed prior to patient contact. Accordingly no adverse patient consequences were noted. No further information is available. The devices are not available for evaluation.